Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02721. It was reported, the pt complained of inadequate stimulation coverage after several reprogramming attempts. It was reported surgical intervention will be undertaken to address the issue. The pt has two leads as part of her scs system. Both leads are being reported as the affected device is currently unk.